Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.8, re-test: 2.7, re-test: 3.2, lab: 3.71. Venipuncture inr results done within 30 minutes of inratio test. Rn had a difficult time with the first test and excessively milked finger, the other two draws were done on different fingers and were not milked at all. Coumadin was taken in the morning before draw.